Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device was deployed and released from the core wire as t met criteria. It was then noticed that the device embolized to the abdominal aorta beyond renal arteries prior to iliac bifurcation. They performed a percutaneous retrieval from the right femoral artery and snared the device out. The sheath was withdrawn with the device not completely inside the sheath. The patient received units of blood as they lost some. The patient was in the ICU recovering, but was alert. The procedure was not completed due to this event. Two days later, the patient had a surgical procedure on the right femoral groin to repair a pseudoaneurysm. Four days after the initial procedure, the patient was discharged from the hospital with no further complications.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).